Event description:
Tpn with new soluset hung january at 1452. At 0900 the following day, a yellow puddle was noted on the blanket upon which the infant was laying in isolette. On further investigation, tubing was noted to have a large hole in it with tpn infusing onto the bed. Some blood was noted in the tubing but none past the filter. Tubing was changed and the IV site flushed. The nnp and ahn were notified. No apparent injury to the infant.